Manufacturer narrative:
Pump received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, bolus anomaly, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Pump passed the delivery accuracy test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer was assisted with troubleshooting. The customer's blood glucose level was 300mg/dl and 400mg/dl at the time of the incident. The customer stated that they treated with an older insulin pump and declined to troubleshot for the high readings. The customer's blood glucose level was 96mg/dl at the time of the call. The customer stated that the insulin pump was under delivering. The customer was assisted with troubleshooting for the delivery anomaly. During troubleshooting, the customer stated that it was possible that the insulin pump was exposed to magnetic field at the airport. The insulin pump passed the displacement test. The customer was still concerned about the insulin pump under delivery and was advised that the insulin pump will be replaced. The insulin pump will be returned for analysis.